Event description:
While using the broncho-cath with a scope, a plastic shaving was noted in the tube. 2 small white pieces of plastic were removed. Tube was removed and another one was used. No harm or injury to the patient.